Event description:
It was reported the pt's ipg became inoperable as a result of the pt not recharging the ipg as recommended. As a result, the pt's ipg was explanted and replaced (with a different model). Therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.